Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a female patient (age unknown), the device displayed a "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including bench handling and ECG stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The multifunction cable receptacle and defib connector were replaced as a pre-caution. The device was recertified and returned to the customer. The multifunction cable (mfc) used during the event was not returned for evaluation. The customer was advised to dispose of the old mfc and a new mfc was sent to the customer. Analysis of reports of this type has not identified an increase in trend.